Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR report #: 1627487-2018-01640. It was reported during the lead re-positioning procedure, the stylet sheared through the lead. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. An impedance test was taken after and were within normal limits. Effective therapy was restored post operatively. Both leads are being reported as it is unknown which is liable.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-01640.